Manufacturer narrative:
The returned adjuster was evaluated. The tip was found to have fractured off; the complaint is confirmed. The cause may be attributed to force applied to the device which exceeded its capabilities. A review of the manufacturing records did not identify any issues which would have contributed to this event. The labeling was reviewed and found to contain sufficient instructions regarding device usage.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that the tip of the dorsal height adjuster broke off into the screw head during surgery. The tip was able to be removed from the patient using alternative instrumentation. The procedure was completed using another instrument. There was no patient injury reported as a result of this event.